Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that review of the submitted log file by technical services revealed a low voltage hazard/ no external power event on (B)(6) 2019 with the mobile power unit (mpu) supporting the lvad. It appeared that there was a total loss of power to the mpu which enabled the system controller backup battery to run for a short time until power was restored to the mpu. The patient reported not having a locking power cord for the mpu. The patient was to be provided a locking cord at the next appointment.

Manufacturer narrative:
Investigation summary: the reported event, of a loss of external power event occurring while using the mobile power unit (mpu), was confirmed in the submitted log file. No product was returned for evaluation. The log file contained approximately 16 days of patient/controller event data. There was one loss of external power event that occurred while the patient was using the mpu. The pump operated on the controller backup battery during this period. The customer noted that patient did not have the locking ac power cord but would receive one at their next clinic visit. The customer did not reply to requests for additional information regarding the loss of external power event. The reason for the loss of mpu power was unable to be determined based on the log file. No further information was provided. The manufacturer is closing the file on the event.